Event description:
Blood gludose results of "8.2 mmol/l" with a lifescan meter and "6.1mmol/l" on a laboroatory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose.